Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (check therapy electrode messages) was confirmed. As received, the electrode belt failed a te recognition test. The cause for the failure was isolated to the trunk cable pulse wires migrating back into cable and caused the insulation to pull from joints and short together. Additionally, the belt connector was damaged and unable to latch to a monitor. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.